Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from the FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue.

Event description:
It was reported that a code displayed indicating a long charge. Review of the data in the remote home monitoring system also observed question marks in the data for the electrode model, serial number, implant date and a few other fields. Technical services (ts) was consulted to review the data. Upon review, ts noted that the long charge time code typically occurs with an automatic capacitor reform, commanded therapy or automatic therapy. However, this does not seem to be occurring in this instance. Ts noted it appears to be related to a transitory scenario from data issue with the counter information and requested the clinic to determine if the patient has been exposed to ionizing radiation. Ts further indicated that the subcutaneous implantable cardioverter defibrillator (s-ICD) appears to be functioning appropriately at this time. In regard to the question marks in place of data, engineering found that the section of the device memory is informational and does not affect device operation. No unexpected resets or data log file issues were observed. Ts discussed that the s-ICD should be interrogated, and further troubleshooting should occur. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that device data was sent in for ts to review. The codes indicating patient data issue and long charge time were confirmed. No source of radiation could be determined. Ts discussed that the patient data should be re-entered and a note made to indicate the correct date of implant. Ts noted that the s-ICD is operating with no further issues observed. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that a code displayed indicating a long charge. Review of the data in the remote home monitoring system also observed question marks in the data for the electrode model, serial number, implant date and a few other fields. Technical services (ts) was consulted to review the data. Upon review, ts noted that the long charge time code typically occurs with an automatic capacitor reform, commanded therapy or automatic therapy. However, this does not seem to be occurring in this instance. Ts noted it appears to be related to a transitory scenario from data issue with the counter information and requested the clinic to determine if the patient has been exposed to ionizing radiation. Ts further indicated that the subcutaneous implantable cardioverter defibrillator (s-ICD) appears to be functioning appropriately at this time. In regard to the question marks in place of data, engineering found that the section of the device memory is informational and does not affect device operation. No unexpected resets or data log file issues were observed. Ts discussed that the s-ICD should be interrogated, and further troubleshooting should occur. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from the FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue.

Event description:
It was reported that a code displayed indicating a long charge. Review of the data in the remote home monitoring system also observed question marks in the data for the electrode model, serial number, implant date and a few other fields. Technical services (ts) was consulted to review the data. Upon review, ts noted that the long charge time code typically occurs with an automatic capacitor reform, commanded therapy or automatic therapy. However, this does not seem to be occurring in this instance. Ts noted it appears to be related to a transitory scenario from data issue with the counter information and requested the clinic to determine if the patient has been exposed to ionizing radiation. Ts further indicated that the subcutaneous implantable cardioverter defibrillator (s-ICD) appears to be functioning appropriately at this time. In regard to the question marks in place of data, engineering found that the section of the device memory is informational and does not affect device operation. No unexpected resets or data log file issues were observed. Ts discussed that the s-ICD should be interrogated, and further troubleshooting should occur. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that device data was sent in for ts to review. The codes indicating patient data issue and long charge time were confirmed. No source of radiation could be determined. Ts discussed that the patient data should be re-entered and a note made to indicate the correct date of implant. Ts noted that the s-ICD is operating with no further issues observed. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received which indicated that, a code displayed indicating patient data error. The technical services (ts) reviewed the data and indicated that therapy is available for this error code condition. This type of error is related to patient information. The power consumption was analyzed and is as expected and there are no faults nor abnormal system errors. There are no resets, and the charge time is in good value. This device s-ICD in service. No adverse patient effects were reported.